Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the calcar planer attachment is too long. The end of the attachment sticks out of the calcar so the calcar reamer does not reach the bone. This did not delay the case.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
1. When you screw the planer onto the shaft is longer than where the reamer sits. This makes the reamer unable to reach the bone. 2. No adverse effects.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information that has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that the calcar planer attachment is to long. The end of the attachment sticks out of the calcar so the clacar reamer does not reach the bone. This did not delay the case. The product was returned to depuy synthes for evaluation. Visual inspection revealed the mi calcar reamer shaft with wear pattern on overall surface. Additionally, some portions were found deformed, including the threads and the edges of the shaft. Mating device was not returned for evaluation, and no signs of the reported allegation could be identified. Potential cause can be attributed to unintended use error by use of excessive force in a prying motion and overload of the material. Properly handling and¿attention to the approved use of the device diminishes the risk of failure. A dimensional inspection was performed and met specifications. A functional test was unable to be performed since mating device was not returned for evaluation. The overall complaint was not confirmed as the observed condition of the mi calcar reamer shaft would not contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Drawing/specifications reviewed: dwg-257004500 rev d. Current dimensional inspection: specified dimensions device length = 170.5 mm +/- 1.0 mm; attachment ø = 13.00 mm +/ - 0.5 mm. Measured dimensions: device length = 170.42 mm (complies) attachment ø = 12.98 mm (complies) . Device used: digimatic caliper cd78627. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.